Event description:
The site indicated that the 3.0 x150mm sleek over the wire (otw) balloon was introduced over a .014 shinobi plus wire and the balloon was inflated to 6 atm; however, it would not completely deflate when deflator was put to negative. No patient injuries were reported. Physician removed the balloon and balloon material was separated from the shaft and left inside iliac artery. Physician was able to snare and remove balloon material. The physician attempted to negative three times but only partially deflated. The patient's medical history includes peripheral artery disease and claudication. The intended procedure/target lesion is the anterial tibial artery. The vessel is highly calcified and highly stenosed. The device was not resterilized. No anomalies were noted when the device was removed from the packaging. The device prepped normally. The device was inserted through a stopcock instead of a hemostatic valve. There was no difficulty inserting the device through the introducer sheath. Kinks were not noted on the device. There was no difficulty advancing the device over the guidewire. There was no difficulty advancing the device to the target lesion. Resistance was noted during the procedure. It required dottering to advance past the lesion. The site encountered difficulty / resistance while removing the partially deflated balloon. A piece of balloon material did not get caught in the lesion / stent / guidewire. The patient's condition is stable. A procedural cd is not available for review.

Event description:
As reported, during angioplasty of the anterior tibial artery which was highly calcified and stenosed the balloon of sleek catheter separated. The sleek balloon catheter was introduced over a guidewire and the balloon was inflated to six atmospheres at the lesion. Deflation was attempted three times with negative pressure; however, the balloon would only partially deflate. The physician removed the balloon and balloon material was separated from the shaft and left inside iliac artery. The physician was able to snare and remove balloon material. No anomalies were noted when the device was removed from the packaging. The device prepped normally and no kinks noted in the device. There was no difficulty inserting the device through the introducer sheath or advancing the device over the guidewire. There was no difficulty advancing the device to the target lesion. There was reported resistance while removing the partially deflated balloon. No patient injury was reported. The returned sample was evaluated. Visual evaluation identified a tear in the middle of the balloon. The balloon and a section of the inner are detached from the remainder of the inner and device shaft. There is evidence of stretching, twisting and neck-downs along the length of the device. The distal tip of the device is turned inwards within the balloon. Due to the condition of the returned sample, functional evaluation of the device cannot be carried out. As a result, the reported deflation issue, and exact conditions of use cannot be replicated. The result of the investigation confirms that a tear occurred in the middle of the balloon causing the balloon to rupture. Based upon the available information a definitive root cause cannot be determined. The lot history review did not present any anomalies. Continued on word attachment